Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump had a blank display. The customer's blood glucose reading was unknown. Customer performed troubleshooting and display did not return. Customer was told to call back after a two-hour device rest. The customer called back after doing a two-hour device rest to report that the insulin pump still had a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer's device was replaced and was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies noted. The power connector plug in and locked in place properly. The insulin pump powered up properly after battery installation. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay.